Event description:
It was reported that the patient died in 2009. The cause of death is currently unknown and is pending review by a medical examiner. The patient was seen by her neurologist the previous month, and the physician reports that everything was normal at that time. Attempts for further information have been unsuccessful to date.